Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy procedure. It was reported clip did not close completely on the cystic duct, and the clip "scissored". The clip then blocked in the er320. Another device was opened to complete the case. There was no consequence to pt.